Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2018-04423. It was reported that an embolism occurred. A 2.1mm jetstream® xc atherectomy catheter and a 300cm 0.014 thruway guidewire were selected for an atherectomy procedure of in-stent restenosis in the left superficial femoral artery (sfa). Two other interventional procedures were performed prior that included angioplasty, drug coated balloons and drug coated stents using unspecified devices. Two passes were made in blades down mode. The catheter became entrapped on the guidewire and with some difficulty, the physician was able to withdraw the wire. The jetstream catheter was in situ with no wire. An attempt was made to reload the wire; however the catheter was unable to be loaded onto the wire. The jetstream was removed from the patient and was still unable to load onto the wire. A new thruway wire was opened and attempted to load through the jetstream catheter; however this wire was unable to load. Some embolization occurred during the case, most of which was resolved at the time. A new jetstream catheter was selected. The second thruway wire was loaded into the new jetstream and the procedure was successfully completed with two passes in blades up mode. The patient was sent back to the ward and was given overnight heparin and the patient was sent home shortly afterwards. The patient was feeling much better and slept well. The patient's condition was stable. The patient was readmitted a week later with a very ischemic leg. An amputation was performed and afterwards the patient went into cardiac arrest and died.